Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis. External insulation abrasion was found at 12.1 - 12.2cm from the distal tip, consistent with friction with another device. The etfe coating was intact at the same location. External insulation abrasion was found at 39.3 - 39.6cm from the distal tip, consistent with friction to the ICD can. The etfe coating on one of the rv conductors was abraded at this location. (B)(4).